Event description:
It was reported that the customer was in a motorcycle accident and broke both of their legs and they were in the hospital at the time of the phone call. The customer's blood glucose at the time of the accident was unknown. The customer stated that their insulin pump was destroyed during the accident and were requesting a replacement. A replacement device was sent to them, but several days later the customer called and stated that their original insulin pump was found and returned to them with scratches, but it was still was working. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).